Event description:
It was reported that the tubing is defective with a bd q-syte¿ luer access split-septum with 15cm (6 in.) Macro bore bi-ext set. This occurred on 200 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: when the product is removed from the pack they realize the fault. The extensions of the 385161 qsyte macro (double extension equipment) are originally layered which prevents the passage of fluids.

Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 8242523 and the review did not reveal any detected abnormalities during the production process that could have contributed to the reported incident. Following production, our quality operators inspected over eighteen thousand products and scraped any products that showed signs of defective tubing. For further evaluation of this complaint, one picture sample was provided. Through examination of the picture, our quality team was able to identify a kink in the extension tubing. It has been determined that this defective tubing was undetected by our quality operators and incorrectly sent forward to be packaged. In response to this incident, the manufacturing facility has issued a notification to all appropriate personnel and has required retraining to ensure that this issue does not reoccur. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is defective with a bd q-syte¿ luer access split-septum with 15cm (6 in.) Macro bore bi-ext set. This occurred on 200 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: when the product is removed from the pack they realize the fault. The extensions of the 385161 qsyte macro (double extension equipment) are originally layered which prevents the passage of fluids.